Event description:
Prior to a therapeutic hydrothermal ablation procedure being performed, the pt underwent a permanent birth control procedure. During the warm up cycle of our device a fluid loss alarm occurred within 20 seconds. The procedure was aborted. Upon visual examination a uterus perforation was noticed. It was thought that the perforation may have occurred prior to the hydrothermal ablation procedure using our device, which would cause the fluid loss alarms to generate. No additional details are available at this time.

Manufacturer narrative:
No lot number available, therefore, MFR date unk. The device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.